Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) was pacing at a higher rate then the programmed lower rate. It was noted that this was caused by the premature ventricular contractions (pvc) pause suppression feature in managed ventricular pacing (mvp). The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.